Event description:
Note: this manufacturer report pertains to the one of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the carrier in all four devices did not retract. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the carrier in all four devices did not retract. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier retraction problem. Block h10: a visual examination of the returned capio slim device was found in good condition. The ten riveting pins were in place. The head and cage were observed in good shape. No deployment suture was received. A functional inspection was also performed three times using a suture dart for testing and revealed that the dart was loaded into the carrier, deployed properly and penetrated into the cage. However, the carrier got stuck and did not retract. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Based on all gathered information, the investigation concluded that the most probable cause for this complaint is cause not established. An investigation to address the carrier retraction problem is in progress. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.